Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 30 mg/dl range while at the grocery store. The customer went home and treated with juice. Troubleshooting for the low blood glucose was declined. The insulin pump was not returned for analysis.